Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that she obtained an error 2 message on her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she obtained the alleged error message at around 9:30am on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She indicated that in response to obtaining the alleged message, she consumed more food/drink at around 12 noon on (B)(6) 2015. She claimed that ¿more than 3 hours¿ after the start of the alleged issue, she developed symptoms of ¿extreme thirst¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma/misuse of the meter. The patient was using the correct test strips and had followed the correct testing steps. When the power button was pressed, the error 2 message did not occur. The cca walked the patient through a retest but the issue remained unresolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.